Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer would power cycle the system and cycle the vision side cart circuit breaker after the procedure. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The customer provided an image of the reported image orientation/horizon issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image of the endoscope was flipped. The customer stated that the issue did not impact the surgery. The technical support engineer (tse) reviewed the system logs and found no technical issues. The tse had the customer unmount the endoscope and sterile adapter from universal surgical manipulator (usm) 3 then reseat it. The customer stated that they would also power cycle the system after the case. The procedure was completing as planned with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the 30-degree optics were used in both "upwards" and "downwards" orientations. The surgeon had the endoscope installed in the desired orientation by the first assist. The image orientation could be reflected on the camera arm by displaying the horizon in the corresponding arm pod, but the display did not correspond to the actual orientation of the camera on the arm, and at times, no horizon was displayed at all, with the endoscope display appearing as if it was plugged in but not installed on an arm. The endoscope and its adapter/base were engaged, in-sync, and attached, as checked several times. No damage was identified on the endoscope¿s adapter/base, such as missing screws or components. The problem was solved after about 30 minutes, although the specific resolution method was unknown, and the procedure was completed with the same endoscope.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The problem did not resurface, so they would not send in the affected optics and assume that it was not correctly placed on the da vinci arm.

Event description:
Refer to h11 for follow-up information.